Manufacturer narrative:
Date of event: unknown/not provided. If explanted, give date: not applicable, as the lens remains implanted. To date the lens remains implanted; therefore, it is not returning for evaluation. A failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zkb00 8.0 diopter intraocular lens (iol) was implanted in the right eye (od) of a female patient on (B)(6) 2017. Reportedly, the patient had hyperopic results and an ar40 model lens with +1.0 diopter was implanted, in a separate surgical procedure, as a piggyback to correct the miss. It was stated that the patient is ok. There was no wound enlargement and no vitrectomy. The zkb00 lens remains implanted. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.